Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient that on (B)(6) 2015 the antenna icon was displayed on the receiver. The foreign distributor did not report any injury or medical intervention.